Manufacturer narrative:
Follow-up submitted for additional information. Patient sex, bone quality, other relevant history and explant date are unknown.

Manufacturer narrative:
Patient's sex, other relevant history, including preexisting medical conditions and explant date were not provided. If the requested information becomes available, supplementary report will be submitted. Patient age, weight and oral hygiene are unknown. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.